Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the user facility. A review of the device history indicated on (B)(6) 2011 at 1230, the device was programmed for tpn with taper up and down, a vtbi of 4000ml, a 1hr taper up and taper down, for a 16 hour duration, and a 4050ml container size. On (B)(6) 2011 between 1827 and 1927, the infusion was started and taper up occurred. A new date stamp of (B)(6) 2011 occurred. Between 0648 and 0837, a distal occlusion occurred 3 times. Between 0926 and 1026, taper down and an end of infusion alarms occurred. At 1038, the infusion was stopped and pump powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd less medication than intended. On (B)(6) 2011 at an unspecified time, the device was programmed to deliver tpn (total parenteral nutrition) with lipids, with a 1hr taper up, 1hr taper down, a 4000ml vtbi (volume to be infused), for a duration of 16 hours and a 4050ml container size. After an unspecified length of time, the delivery was started. On (B)(6) 2011 at an unspecified time, the homecare nurse reported approx 400ml remained in the container, instead of the expected 50-100ml. The device was removed from clinical service. Therapy was resumed using a replacement pump. The physician was notified. At an unspecified time, the pt had blood drawn for electrolytes. The results were reported as sodium 131meq/l, potassium 5.4meq/l, and chloride 85meq/l. There were no reported adverse pt effects. There were no medical interventions required. The customer contact reported a measured volume of 550ml remained in the container when it was returned to the user facility. Though requested, no additional information was provided.